Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving gablofen (200 mcg/ml at 96 mcg/day) via an implantable infusion pump. It was reported that the patient came into the office yesterday and had a refill during which a motor stall was discovered to have occurred on (B)(6) 2020 and a motor stall recovery the same date and time the tablet interrogated the pump (B)(6) 2020 . It was noted that the patient was hospitalized around the (B)(6) 2020 for other medical concerns and the caller thinks he may have had a MRI. The caller stated that there was no interaction with a programmer to the pump until yesterday. The pump was filled with saline yesterday with no refill volume discrepancy and gave the patient was given oral baclofenas needed.